Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference updated section d1 brand name, and section d4 catalog number that does not apply and should be removed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a faulty the airway pressure transducer and o2 flow transducer on the smart pneumatic module board. The smart pneumatic module board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.